Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that they first had the implantable neurostimulator (ins), she had programs a, b, c, and d. Now, when she went to switch to a program, there were no other programs, only a. No patient symptoms reported. Indications for use include spinal pain and head/neck (non-malignant). If additional information is received, a supplemental report will be sent.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported by the consumer on (B)(6) 2017. It was reported that in (B)(6) 2016 the patient had CT scan and when it was turned on it was not programmed. It was reported that the patient had worked with a representative.